Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and fascial suture was used to fixate the mesh. On (B)(6) 212 the patient developed acute abdomen and was taken for a revision procedure. During the revision it was noted that there was a green colored seroma formation and a fibrin layer on the small intestine. The mesh was explanted and vac therapy was given. Intra-op swab confirmed enteric pathogens. Additional information has been requested.

Manufacturer narrative:
(B)(4). Acute abdomen. Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-01685, medwatch 2210968-2012-01686, and medwatch 2210968-2012-01687. The same patient is represented in each medwatch.